Manufacturer narrative:
The device history record (DHR) for each possible lot number reported showed all inspections were carried out and within acceptable criteria as per established quality procedures. One sample was received and evaluated. A kind of ¿balloon¿ was observed at the tip of the tube, which caused it to rupture; however, the tip/weights were not received or evaluation. The reported condition was confirmed; however, the failure was not confirmed as originating at the manufacturing site. A walk through of the manufacturing process was performed showing all process and controls were found properly followed. The root cause could not be determined. The instructions for use (IFU) provide information for care of the device to prevent clogging. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the tube broke off at approximately15 cm, and the patient needed surgery to remove the piece. Additional information received: the broken tube was removed from the patient's stomach. It is unknown how the tube was removed because the patient was transferred to another hospital for the removal.